Event description:
It was initially reported on (B)(6) 2011 that the insertion of the catheter was good. However, the customer was not able to read the temperature during the monitoring. Another catheter was used instead to monitor the temperature. The product was in contact with the pt, however, there was no pt injury or death alleged. The event did not increase the surgery time. Add'l info was then received on (B)(6) 2011 with the following info: there was no pt injury or death alleged when the complaint was initially reported on (B)(6) 2011. The catheter was working fine and then there was a problem with it so it was replaced with another catheter. The time lost between changing the original catheter to the replacement catheter could not be determined. On (B)(6) 2011, it was reported that "brain death" occurred. The pt died approx three weeks after the device issue. Add'l clinical info has been requested but no new clinical info has been received.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.